Event description:
A customer reported a past incident of high blood glucose levels, though the exact value was unknown as it was displayed as "high." Cause was not known. To address the issue, the customer changed the infusion set and cartridge. The control iq feature was active at the time. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.